Event description:
It was reported that at receipt at the user facility the device was leaking a red lubricant substance out of the tip of the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred at receipt at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that at receipt at the user facility the device was leaking a red lubricant substance out of the tip of the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred at receipt at the user facility, there was no patient involvement and no delay to a surgical procedure.